Event description:
Three days after the implantation, an alert for impedence was observed via home monitoring. Furthermore, it was reported that rv sensing was decreasing and rv threshold was growing. The lead was repositioned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data and radiographs. In the recorded period between (B)(6) 2020 and (B)(6) 2020, the right ventricular pacing impedance trend was initially recorded at 900 ohms, before it peaked greater than 3000 ohms and returned to 500 ohms and stayed there until the end of the recorded period. The right ventricular sensing amplitude was recorded between 2mv and 7mv with a decreasing trend, both as indicated in the complaint. The analysis of the provided radiographs, acquired on (B)(6) 2020 and (B)(6) 2020, revealed a rotated pacemaker, a dislocation of the right ventricular lead was not evident. A perforation of the right ventricular wall could not be confirmed or excluded. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.